Event description:
According to the information received, the patient states the catheter had a sharp edge. Patient said it caused bleeding and discomfort. Patient didn't seek medical attention because patient knew the bleeding came from the catheter's sharp edge.